Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. The customer troubleshot with technical support. The customer was advised to replace the battery and was provided with part number. The customer ordered a battery to address the issue.

Event description:
It was reported that the ventilator had a faulty battery message. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 09apr2019. MFR# 2031642-2019-02158 is a duplicate of an event previously reported under MDR report #2031642-2019-02168, any additional information will be submitted under the initially reported MFR# 2031642-2019-02168. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.